Event description:
Bilateral mammography indicated rupture, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, left side.

Manufacturer narrative:
Correction: b3, b5, b6.

Manufacturer narrative:
Correction: b5.

Event description:
Left-side MRI indicated rupture.